Manufacturer narrative:
Patient information is not available for reporting. The manufacturer¿s assessment of the reported event indicates that there was a serious injury in addition to the reported malfunction. Adverse event has been added to the applicable fields. This report is for one (1) unknown drill bit. Without a valid part and lot number, a UDI is not available. Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant drill bit were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A maude report, with report number mw5045133, was received on october 22, 2015 with the following complaint information: a 2.0 synthes drill bit broke inside a patient during a surgical procedure on (B)(6) 2015. The broken piece was retained in the patient's bone. A copy of that report will be included with this medwatch. This report is 1 of 1 for (B)(4).